Event description:
It was reported that the device had broken/damaged issue. There was no patient involvement.

Manufacturer narrative:
Correction: date of event, device manufacture date. Correction to remove the following codes in section h6 reported in error in the initial MDR: annex a: a25, a0401. Annex g: g04063, g0405203, g07001, g04037, g04058, g04070, g04113. Annex b: b11, b14. Annex c: c19, c070601. Annex d: d14.

Manufacturer narrative:
The actual date of event is unknown. Device evaluated by bd service and not returned to manufacturing facility for evaluation. A review of the complaint history record was performed for the sn (B)(4) which confirmed similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 16feb2012. The review was performed from the date of manufacture to the present date (B)(6) 2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for sn (B)(4) was performed which confirmed that this device was involved in a service failure which correlates to the customer reported issue.

Event description:
It was reported that the device had broken/damaged issue. There was no patient involvement.